Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). The fsr performed battery module checks and replaced the universal power supply board (upsb). The fsr tested unit operated to manufacturer specifications and was returned to clinical use. The suspect upsb was sent to the manufacturer for evaluation. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the perfusion system had a power failure. The perfusion system would not switch to battery, as battery power had been depleted. There were no reported adverse consequences to the pt.